Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device farfield oversensing. The patient stated that they do not like the sensation of ventricular pacing (vp). Technical services (ts) reviewed and stated that it looked like all intrinsic would extend atrial blank after right ventricular (rv) sense to 85 msec to help mitigate far-field atrial sensing. Ts recommended to turn off the rhythm and use avs. This device remains in service. No adverse patient effects were reported.